Event description:
Material # 309695. Lot # 3206230. It was reported the that bd luer-lok syringe broke during use. The following information was provided by the initial reporter: it was reported by customer that syringe breaking while the doctor was using the product on a patient. Verbatim: regarding the 10cc control syringe #309695 we have had (3) syringes break at different times including lot# 3206230 on the following dates. (B)(6) 2024.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Two samples of two 10 ml luer-lok control syringes (p/n 309695) were received and evaluated, both samples were received loose with the two finger grips broken. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the broken finger grips defect is associated with the assembly process.